Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads. The insulin pump had a corroded motor assembly and a corroded lcd board noted during the visual inspection.

Event description:
It is reported that customer received a button error alarm and is not able to clear. Customer reports to have gone swimming and insulin pump was exposed to moisture. Customer's blood glucose was not provided. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.